Event description:
It was reported a catheter kink occurred at the proximal segment. It was noted a revision was done, the kink was identified and released, and the issue was resolved. It was also reported diagnostic testing included a dye study. The kink was distal to the anchor and proximal to the connector. It was reported, the patient experienced pain and the location of the issue or symptom was the catheter track. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver hydromorphone and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).